Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump was received with cracked case at display window corner, minor scratched liquid crystal display window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 14 mmol/l. The customer reported that the buttons of the insulin pump were responding intermittently. The battery of the insulin pump was reinstalled to no avail. The customer was advised that the insulin pump would need to be replaced. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)